Event description:
Pt developed lower leg ulcers approx. 2 weeks (10/8/97) prior to seeking medical attention. On 10/22/97 he went to his physician, for treatment for his legs. Dr called home health agency to have nurses change dressings daily. Etiology of leg ulcers, unk. Rnet first saw pt on 10/23/97. She observed bilateral lower leg ulcers with copious drainage, 4+ pitting edema and third level spacing at the cellular level. The right lower leg ulcer was 10cm in length and 10cm in width and 0.1cm depth, in middle of this ulcer was a 1.7cm by 1.6cm area which was black eschar and infested with maggots. The left lower leg ulcer on medial side, was 5.2cm in length and 3.5cm in width with 60%-70% yellow slough tissue. Anterior ulcer measured 4.2cm in length by 1.8cm in width and 0.1cm in depth with 100% yellow slough tissue. Treatment was maggots removed, leg cleansed with saf-clens, multidex hydrophilic powder used first, aquacel hydrofiber dressing applied, covered by softsorb wound dressing and covered with cling wrap, daily by home care nurses. During 10/27/97, dressing change, nurse observed on both legs the multidex powder was hard and crusty, the aquacel had turned orange and was stuck to the wound bed. The lower legs were bright red, hot and painful. Pt was seen by the physician on 10/27/97 who diagnosed cellulitis of legs. Pt started on IV antibiotics, administered by home care nurse, and aquacel discontinued to lower legs. At present, using multidex powder, softsorb and cling.